Event description:
It was reported that patient was hospitalized due to having multiple seizures after a lead revision 2 months earlier. No other relevant information has been received to date.

Event description:
It was later reported that the physician does not know the cause of increase in seizures. The increase in seizures is above pre-vns baseline. They also reported that the device lead was broken and ent was unable to repair. It look significant amount of time to get to neurosurgeon. No device diagnostics were given.